Event description:
On (B)(6) 2013, during implantation procedure of the subject device, several device resets were observed. The physician intended to implant another device ((B)(4)) but two resets were also observed with that device. Consequently, implantation procedure of the subject device was finalized. At the end of the procedure, nine device resets had occurred. Preliminary analysis confirmed most of the resets ((B)(6)) resulted from an abrupt decrease of an internal power supply, most probably associated to charge tests performed by the user. The device was replaced and was returned for analysis.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.